Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, bubbled dso seal. Functional testing could not replicate the reported issue, but it was identified during event history log (ehl) inspection. The cause was a faulty dso sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced dso sensor, dso seal, dso bezel. Functional and delivery tests performed.

Event description:
It was reported that there is an occlusion alarm that is continuously beeping. There was unknown patient involvement and unknown patient harm/adverse event reported.